Manufacturer narrative:
Patient age or date of birth, weight, ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Initial reporter telephone number: (B)(6). Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the insertion of the lens one of the haptics broke off and was stuck to the injector. No additional information was received.